Event description:
It was reported from (B)(6) that while cauterizing during an unspecified surgical procedure, it was discovered that there was a cut on the hose close to the motor of the motor device. There was no delay to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter number (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was cut near the swivel on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling/ user error by allowing the cord to come in contact with a sharp object. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.